Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was not able to reproduce the issue. The power cable of patient side cart was damaged. The fse replaced the power cord which solved the issue. The system came back to normal. The power cord will not be returned back to isi. The probable root cause is attributed to damage during use, which may result from straining or rolling over the cable when the user forgets to disconnect the system cables prior to moving subsystem components.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a user informed an intuitive surgical, inc. (Isi) technical support engineer (tse) that the patient side cart (psc) switched to battery mode during use. The user confirmed that the psc was not moved, and the psc power plug was reliable. The psc was displaying a three solid led lights. The user continued with the procedure using the same system configuration as planned. No known impact or patient consequence was reported.